Manufacturer narrative:
Per evaluation results from the manufacturer: complaint not verified - unable to duplicate the customer's complaint. Ksus goleta service incoming did not report any image quality or stability issues. Ksus process engineering tested the camera over a week without failure. This included several overnight burn-in sessions and extensive connection/disconnection cycles, yet the camera always produced a quality image. With an image displayed, the cable was heavily manipulated, and the camera housing was exposed to significant mechanical shock, but still no image quality issues were induced. The camera was tested on multiple ccus and worked as expected on all of them. A visual inspection did observe spots and pitting around the card edge, but not on the electrical contacts that mate with the ccu. Also, the cable has a tacky feel to it. This suggests improper processing/sterilization. The customer's camera was tested over a week and the complaint was never duplicated. If the customer is still experiencing the failure, it's recommended that their ccu and camera be returned so that the complete system can be tested together. The root cause was determined as unable to duplicate the customer's "image shut off complaint". This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the image shut off mid procedure (date, type and additional details not provided). No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).